Manufacturer narrative:
Patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that, the patient was taken to the hospital on (B)(6) 2024 for 16 hours. The blood glucose level was 400 mg/dl, the patient felt dizzy and had weakness. Patient was tested positive for ketones. No further information available.